Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The unit booted up properly. The all manifold test passed. The compressor test passed. The regulator calibration set was okay. The fse performed unit operation simulation on a trainer for more than two and a half hours. The alarm did not occur. The iabp was handed over to the customer in good condition.

Manufacturer narrative:
Due to character restrictions in block e1 address :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior machine use on patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss alarm. No one was harmed.